Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and heavy menstrual periods"), abdominal pain ("abdominal pain"), vertigo ("vertigo"), tooth disorder ("dental issues") and alopecia ("excessive hair loss"). The patient was treated with surgery (she underwent hysterectomy and essure coil removal). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, menometrorrhagia, abdominal pain, vertigo, tooth disorder and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, menometrorrhagia, pelvic pain, tooth disorder and vertigo to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and heavy menstrual periods"), abdominal pain ("abdominal pain"), vertigo ("vertigo"), tooth disorder ("dental issues") and alopecia ("excessive hair loss"). The patient was treated with surgery (she underwent hysterectomy and essure coil removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menometrorrhagia, abdominal pain, vertigo, tooth disorder and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, menometrorrhagia, pelvic pain, tooth disorder and vertigo to be related to essure. The reporter commented: patient is 38 years old. Patient had not experienced this combination of symptoms and she had no problem with going about her daily life. Patient sought treatment for her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-mar-2021: case 2018-201406 was found to be duplicate of this case and will be deleted from data base. All information from case 2018-201406 (MFR control no. 2951250-2018-04471) transferred to this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and heavy menstrual periods"), abdominal pain ("abdominal pain"), vertigo ("vertigo"), tooth disorder ("dental issues") and alopecia ("excessive hair loss"). The patient was treated with surgery (she underwent hysterectomy and essure coil removal). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, menometrorrhagia, abdominal pain, vertigo, tooth disorder and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, menometrorrhagia, pelvic pain, tooth disorder and vertigo to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.